Event description:
It was reported that during an implant of a coronary sinus lead, the catheter was severed while slitting. The remaining portion of the catheter was able to be successfully slit and removed, while the coronary sinus lead remained in position through the slitting process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.